Event description:
Related manufacturer report number: 1627487-2022-00674. Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
A4 - patient weight was added to the report. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg became inoperable after not charging for approximately 1 year. As result, surgical intervention may occur on a late date.